Manufacturer narrative:
Related complaints: 3004548776-2025-00272, 3004548776-2025-00274, 3004548776-2025-00275, 3004548776-2025-00276, 3004548776-2025-00277.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The reported devices were not returned to brézins for investigation. According to provided photos, the pins on the boards are broken. A fall could be the cause of the connector being ripped off and the pins broken. However those damages were likely due to the devices being mishandled. Despite several requests for device/parts return and attempts to collect additional information, we did not receive anything. If further information are provided later on we may re-open the complaint and pursue its investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: misuse.

Manufacturer narrative:
Related complaints: 3004548776-2025-00272; 3004548776-2025-00274; 3004548776-2025-00275; 3004548776-2025-00276; 3004548776-2025-00277.

Event description:
The following has been reported: we encountered the same issue on 6 agilia vp mc pumps. We have noticed that the black connector linking the board to the assembly board is coming completely or partially loose. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.